Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent a video-assisted thoracoscopic surgery on (B)(6) 2026 and suture was used. During the procedure, it was reported by the sales rep that during a video-assisted thoracoscopic surgery, when the surgeon was closing, the suture was glided through the skin and the suture barbs were not there. There was only a delay of 1 minute in the procedure. No adverse patient consequences were reported. Additional information was requested.